Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal to the suture sleeve tie down impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricle (rv) lead was oversensing noise. The physician elected to explant and replace the rv lead. The patient was stable throughout the procedure.